Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Eval of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum spec. Presumptive root cause is that a force applied to tip segment exceed material strength, causing the ro tip to fracture. Sample consistent with ro tip fracturing. Ro to sheath bond is present. Remaining ro material felt brittle. Design controls were opened on this product line to evaluate, and potentially implement changes to the tip design, materials and mfg methods to provide a more robust ro/soft tip.

Event description:
Initial report states: "on the evening of the event at approx 1500 hrs during the placement of the coronary sinus lead, the tip of the tear away sheath remained over the lead after removal of the sheath. It was determined by fluoroscopy after multiple views that the small oval radiopaque marker tip remained in the coronary sinus after the rv lead was placed. No pt harm was noted."